Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 21.9 mmol/l. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The insulin pump alarmed no delivery prior to the event. It was found that the customer was not taking insulin to treat her blood glucose; she was only taking insulin to cover the amount of carbohydrates she ate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.